Event description:
It was reported that a temperature alarm occurred during pumping and charging. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, so technical support arranged for a replacement pump to be sent and instructed the customer on returning the defective pump and preparing for the new one.